Manufacturer narrative:
(B)(4). The complaint was confirmed due to the use error described by the patient, who disconnected and replaced the heater bag during therapy. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding disconnecting a heater bag and connecting a new heater bag to the machine, which occurred on the homechoice (hc) during fill. The technical service representative (tsr) informed the home patient (hp) that the heater bag did not have to be changed out for a new one. The tsr informed the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed that the home patient (hp) disconnected a bag and connected a new heater bag during therapy. The rn stated they would retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident.